Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found due to corrosion on plug unit, scope communication error e216 occurred. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: corrosion due to water leakage was found on the switch flexible printed circuit, plug unit, circuit board unit in suction-connector, cable unit and scope connector case unit; due to wear of angle wire, bending angle in up direction did not meet the standard value; the adhesive on bending section cover had a chip and was lifting; light guide lens had a chip and due to clogging of jet-tube in control unit, water could not be supplied. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an adaptation error. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the jet-tube had remains of white foreign material and nozzle clogged with foreign material, similar to fibers from a cleaning brush. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.